Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a crack in their driveline outer sheath near the bend relief. The patient was seen in clinic and the controller and batteries were removed from the patient pack. On assessment, it was found that the driveline was discolored yellowish brown, had wrinkle creases down its whole length from exit site to driveline connector strain relief and one full circumferential separation (tear) in the outer urethane coating just proximal to the driveline connector strain relief tapered end. Site of urethane tear was cleaned with alcohol prep pad and allowed to dry. Half inch silicone tape was applied without incident. Pressure was placed on the repair to enhance adhesion. Cleaning instructions were given to the patient who voiced understanding of directions. No alarms were noted by patient associated with this issue. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed that the driveline was discolored yellowish brown and had a full circumferential separation (tear) in the outer urethane coating near the driveline connector strain relief, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.